Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was exposed to water. Customer stated that there was pump error alarm was displayed before the open book image was displayed on the screen. Customer stated pump was not exposed to a high magnetic field. Customer removed the battery and there was no liquid of corrosion. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.